Manufacturer narrative:
Additional information was provided that the system was successfully explanted and the patient underwent heart valve replacement. However, this patient was later transferred to another hospital for treatment of an infection. The patient subsequently, had further hemodynamic deterioration and renal failure and was intubated. Dialysis was also performed several times but this patient later died due to heart failure and renal insufficiency. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this crt-d developed endocarditis and an infection.

Event description:
Boston scientific received information that this patient implanted with this cardiac resynchonization therapy defibrillator (crt-d) and right ventricular (rv) experienced an infection due to endocarditis. Medication was given, and an explant procedure has been planned.

Manufacturer narrative:
Upon additional information this investigation will be updated.